Event description:
N/a

Manufacturer narrative:
Event site postal code: (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and observed the fault #63 issue. To fix the issue, the fse replaced touchscreen and video generator board, and the pneumatic module was also replaced as preventive measures due to darkened tubes and fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) gave the following message ¿bbia self-checks detected a situation that may require maintenance.¿ the user replaced the balloon with another and no harm was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.